Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 10atms on the first inflation. The 90% stenotic lesion being treated was located in a non-bsc stent in the mildly tortuous and mildly calcified left circumflex (cx) artery. The device was removed from the patient intact. The procedure was successfully completed with a non-boston scientific balloon. Patient status is listed as "good."